Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings: pump powers with returned battery cap. Display is fully illuminated and fully functional. No lines present in display. No evidence of moisture contamination in "ir" window or behind display lens. Leak test passes. Removed pump case. No evidence of moisture contamination inside pump. There was no defect found.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a display (line through display w/ moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.